Event description:
It was reported that during an implant procedure, the helix of the right ventricle (rv) lead was damage. Subsequently, the helix failed to retract and failed to extend. The physician elected to not introduced the rv lead into patient and used a different lead. A new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix damage, failure to extend and retract helix were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. There were no anomalies found during visual and x-ray inspections. Upon visual examination of the lead, the helix was found to be partially extended with no signs/traces of blood/tissue. The helix was able to retract and extend after applying torque directly to the connector pin. The measured full helix extension length was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.